Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/11/2015 and found a diluent leak from the probe. The fse observed that the blood sampling valve (bsv) was misaligned. The fse replaced the bsv, which resolved the leak and the errors. He also replaced the bsv actuator as a preventative measure and all repairs were verified per established service procedure. (B)(6).

Event description:
The customer reported a diluent fluid leak of unspecified volume from the probe on a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and the customer observed partial aspiration errors at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.